Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth low energy) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count (bluetooth low count) and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 ( primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). Section d4 (expiration date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "weakness, tremors in arms and legs", a seizure and a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from healthcare professional (hcp) due to this issue. The customer did report that they were prescribed "new drugs; liprolog insulin, toujeo solostar, glucophage xr, glucophage 500 mg, pregabalin, solderol, clotrimazole gfk cream for diaper rashes, tobradex for eyes" by the hcp. The customer also reported they received a message low reading of 46 mg/dl on the abbott diabetes care (adc) device compared to a reading of 117 mg/dl obtained on a hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "weakness, tremors in arms and legs", a seizure and a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from healthcare professional (hcp) due to this issue. The customer did report that they were prescribed "new drugs; liprolog insulin, toujeo solostar, glucophage xr, glucophage 500 mg, pregabalin, solderol, clotrimazole gfk cream for diaper rashes, tobradex for eyes" by the hcp. The customer also reported they received a message low reading of 46 mg/dl on the abbott diabetes care (adc) device compared to a reading of 117 mg/dl obtained on a hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth low energy) connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count (bluetooth low count) and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 ( primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). Section d4 (expiration date) was updated based on returned product download. This serves as a correction report. Section h11 ( additional mfg narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "weakness, tremors in arms and legs", a seizure and a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from healthcare professional (hcp) due to this issue. The customer did report that they were prescribed "new drugs; liprolog insulin, toujeo solostar, glucophage xr, glucophage 500 mg, pregabalin, solderol, clotrimazole gfk cream for diaper rashes, tobradex for eyes" by the hcp. The customer also reported they received a message low reading of 46 mg/dl on the abbott diabetes care (adc) device compared to a reading of 117 mg/dl obtained on a hcp meter. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "weakness, tremors in arms and legs", a seizure and a loss of consciousness and was unable to self-treat. The customer reported unspecified treatment from healthcare professional (hcp) due to this issue. The customer did report that they were prescribed "new drugs; liprolog insulin, toujeo solostar, glucophage xr, glucophage 500 mg, pregabalin, solderol, clotrimazole gfk cream for diaper rashes, tobradex for eyes" by the hcp. The customer also reported they received a message low reading of 46 mg/dl on the abbott diabetes care (adc) device compared to a reading of 117 mg/dl obtained on a hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.